Event description:
Patient was revised to address dislocation of the bearing.

Manufacturer narrative:
Examination was not possible as the product was not returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. No evidence was found that would suggest product error was a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.